Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) in regards to a patient who was being treated with lioresal 2000 mcg/ml (2000 mcg/day) intrathecal therapy via an implanted pump. The lot number was ds0082. The pump's indication for use (IFU) was listed as other spasticity. The patient's medical history and concomitant medications were unknown. The hcp reported that there was some question as to how well the pump worked for the patient as the patient still had a lot of tightness in the lower extremities/legs. The patient had never gotten good control since the pump was implanted on (B)(6) 2015. The physician lowered the patient's dosing from 2300 mcg/day to 2000 mcg/day at the last pump refill on (B)(6) 2015 as they did not feel the patient needed to be on such a high dose. There was a volume discrepancy of estimated residual volume of 6.1 ml and an actual residual volume of 15.0 ml. There were no volume discrepancies in the past and no new symptoms as a result of the discrepancy. The patient was going for a rhizotomy next week and the physician was going to lower the patient's dose after this procedure. The nurse was going to check the pump event logs to see if any issues were present. If no issues were noted in the pump, they may focus on diagnostics of the catheter. Additional information was requested regarding drug information the patient was taking at the time of the event, pertinent medical history, troubleshooting performed related to the volume discrepancy, actions/interventions taken to resolve the volume discrepancy, and cause of the volume discrepancy. A supplemental report will be provided as additional information becomes available.